Event description:
Info rec'd indicates the head section is raised to 45 degrees and cannot be lowered.

Manufacturer narrative:
The technician isolated the issue to the control box. He replaced the control box to repair the bed.